Event description:
I went into surgery for a hernia repair and when I woke up in the recovery room, I was told that my doctor had used an 8x10 piece of "proceed mesh" to repair my hernias. I am now in excruciating pain and I can barely lift my left leg. I have a very difficult time sleeping on either side because, it is so painful. Obviously, I have not died from this, but at time I feel like I am going to.